Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue was reported with the adc device. A customer reported receiving an unspecified continuous low scan with the sensor but was asymptomatic. The customer was concerned about the sensor readings and self-presented at a hospital where a glucose result of 500 mg/dl was obtained as compared to an adc reader scan of 53 mg/dl. Note; the provided readings were not obtained within 10 minutes. The customer was provided unspecified liquid medication for the diagnosis of hyperglycemia. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor 3mh00gcxr2h has been returned and investigated. Visual inspection has been performed and no issues were observed on the sensor patch. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). The sensor plug was observed to be seated properly. Removed the sensor plug and inspected the plug assembly, no failure mode was observed. Sensor was reprogrammed and current was applied to perform accuracy testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue was reported with the adc device. A customer reported receiving an unspecified continuous low scan with the sensor but was asymptomatic. The customer was concerned about the sensor readings and self-presented at a hospital where a glucose result of 500 mg/dl was obtained as compared to an adc reader scan of 53 mg/dl. Note; the provided readings were not obtained within 10 minutes. The customer was provided unspecified liquid medication for the diagnosis of hyperglycemia. No further information was provided. There was no report of death or permanent injury associated with this event.